Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a inserter for ti elastic nails broke into two pieces during a flexible nailing procedure while attempting to insert it into the patient on (B)(6) 2018. There was a two (2) minute surgical delay. No fragments were generated. Concomitant device report: [unknown mallet] (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Corrected data: UDI. A device history record review was performed for the subject device: part: 359.219. Lot: 8002518. Manufacturing site: (B)(4). Release to warehouse date: 15. July 2004. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: device condition: the elastic nail inserter was received with the shaft of the device broken. The break is flush with the base of the proximal head. Due to the location of the break dimensional inspection could not be completed on the shaft. The fracture sites were examined and no material voids or irregularities were identified. Witness marks consistent with impact were observed on the blue handle, proximal head, and cross pin. The coupling mechanism was tested and found to function as intended. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 15. July 2004. Drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Elastic nail inserter. Appropriate actions have been initiated/taken to address the matter. During the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: a device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the device was received with a broken shaft. This condition was determined to have been addressed. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. A corrective and/or preventative action is proposed or already launched. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.